Event description:
It was reported that this right ventricular (rv) lead was capped due to an unknown product performance issue. Another rv lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a normal device changeout procedure the physician elected to surgically abandon the right ventricular (rv) lead due to high threshold measurements and an upward trend of shock impedance measurements of 125 ohms. A new rv lead was successfully placed. No adverse patient effects were reported.